Manufacturer narrative:
It was reported that a (B)(4) table will allegedly not level and is unstable once the table is locked. A stryker field service technician (sfst) entered the or. The sfst checked the cpu for errors, in which none were found. The sfst and the customers' engineering technician spoke and both felt that the floor where the table was setup, was not level. They moved the table to a different positions in the room and confirmed that the floor is not level. There was no patient involvement, no injuries and no adverse consequences reported.

Event description:
It was reported that a (B)(4) table will allegedly not level and is unstable once table is locked. There was no patient involvement, no injuries and no adverse consequences reported.